Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a generalized complaint of channel disconnects during a cpc site visit for a cleaning audit. There is no report of a specific patient event or additional information.

Manufacturer narrative:
The report of channel disconnect events could not be confirmed. No product or event logs have been returned for this investigation. Photographs taken during an onsite visit show contaminated and damaged iui connectors which could possibly lead to the reported channel disconnects, however without a log review or testing of an affected device no definitive conclusion can be made.